Event description:
Patient presented with iliac aneurysms that were moderately calcified and slightly tortuous. The patient was treated on (B)(6) 2012 with a 25mm bifurcated device and a 20mm limb extension . It was reported that the physician intentionally covered the left hypogastric artery with the iliac extension during initial implant. The procedure was completed with no further complications and the patient was in good condition. Two days later, the patient's left iliac had completely thrombosed and right iliac was partially thrombosed. On (B)(6) 2012 the physician removed the thrombus, ballooned the iliac extension and put the patient under rtpa treatment (tissue plasminogen activator treatment) for a 24 hour period. The patient is doing well post-operatively.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Images have been received and sent for clinical review. Device not returned for evaluation.